Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was noted. After unpacking the taxus express2 3.5x16mm drug eluting stent from the sterile bag it was noted that the stent edge was flared. The procedure was completed with another taxus express2 stent, same size. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.